Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Corrected - based on additional information. The patient is (B)(6) centimeters in height. An event regarding pain, elevated cobalt levels, and corrosion involving an unknown 40 mm v40 femoral head - lfit was reported. The event was not confirmed. Photographs of the device have been provided for review. There is some black material found inside the female taper junction as well as on the distal rim. Nothing else could be learned from the photograph. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: ¿after five years in situ the metal-metal modular junction would be expected to have some corrosion products within the junction. There is no evidence that the elevated cobalt levels are from this junction or that altr is responsible for the symptoms described. More information is required to evaluate this case.¿ conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as additional medical records and an evaluation of the reported device are needed to complete the investigation for determining the root cause.

Event description:
It was reported that the patient complained of pain and had elevated cobalt so the surgeon revised. When the surgeon removed the head there was significant amount of corrosion between the trunion and the femoral head.

Event description:
It was reported that the patient complained of pain and had elevated cobalt so the surgeon revised. When the surgeon removed the head there was significant amount of corrosion between the trunnion and the femoral head.